Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31july2019. The manufacturer¿s international sales personnel confirmed the reported issue. The part was returned to the manufacturer for investigation: it was determined the piezo buzzer ls1 was failing intermittently due to cold solder on the pcba board at the positive side of the 330 ohm resistor. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported an e/c 1104 (backup alarm failed) on initial startup. There was no patient involvement.